Event description:
It was reported by the customer's grandmother, that the customer had high blood glucose levels of 500mg/dl. It was also reported that the customer had cracks at the battery compartment, and they are unable to remove the battery cap. Customer's blood glucose level at the time 255mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.